Event description:
It was reported that the tip of the guide wire was stretched when removed from the packaging prior to use. Reportedly, the device was not used on a pt, and there was no pt injury. Analysis of the returned guide wire revealed that the tip had separated. This MDR is being filed based on our investigative findings.